Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A system error (se) 2267 alarm was identified in the logs during evaluation of a homechoice (hc) device.

Manufacturer narrative:
(B)(4). The system error se 2267 (fluid and air in set) was identified during a review of a returned hc device with occurrence on (B)(6) 2010; there was no report for this alarm called in by the customer. The customer discontinued use of the homechoice (hc) machine and returned it to baxter. The cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.